Event description:
(B) (6) female underwent a CT imaging guidance radiofrequency ablation of the liver utilizing a boston scientific model rf 3000 ablation unit. Grounding pads applied to upper thigh to the inner and outer aspect of thighs. Study performed with general anesthesia. After procedure and pt awake, the pt complained of burning pain to the left thigh. When examined a 10 cm raised area with a 6 cm burn was present in the raised area where the grounding pad was applied. An arnp assessed the pt and burn was determined to be a 2 degree burn with blistering present.